Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, no misload was observed. The infold was observed after the second deployment as the valve was recaptured once as the implant depth was deep. A procedural delay resulted from the infold. Per the physician, the patient's calcification of the aortic valve and leaflets contributed to the valve infold.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, low diastolic pressure was noted but hemodynamics were stable (114/44). Echocardiogram was performed but could not confirm infolding but a black line was visible under fluoroscopy and severe paravalvular leak (pvl) was observed. A post implant balloon dilatation was performed. A 23 millimeter (mm) balloon was attempted but could not pass through the sheath so it was changed to a 22 mm balloon. During the balloon dilatation, the position was poor as it was applied to the waist region resolving the infold in this region. A second balloon dilatation was performed in the annulus region and the valve dislodged in the ascending side prior to deflation to a depth of -3 mm on the non-coronary cusp (ncc) and 1 mm on the left coronary cusp (lcc). Anchoring was performed and the pvl decreased so it was decided to not implant a second valve. A contrast study was performed and the blood pressure did not increase as vasopressor medication was increased. Risk of pulseless electrical activity (pea) was high so cardiac palsy and percutaneous cardiopulmonary support (pcps) were inserted. Valsalva occlusion was observed due to shallow valve implant and valve removal was considered. It took some time to pull the valve up, so the procedure was converted to thoracotomy and surgical aortic valve replacement (savr) was performed. After savr, the patient was weaned off cardiopulmonary bypass and the patient returned to intensive care unit (ICU) under pcps management. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012146912); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012146921); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.